Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during procedure, the sponge dislodged from the cap and became stuck in the biopsy channel of the scope. The detached sponge was removed from the scope utilizing rat tooth forceps. Additionally, it was noted that a water-soluble lubricant was not applied to the cap, prior to use. The procedure was completed using the original rx locking device biopsy cap. There were no patient complications reported as a result of this event.